Event description:
The physician intended to implant a 2.75 mm diameter x 18 mm length endeavor sprint rapid exchange (rx) drug-eluting stent to treat a lesion in a patient. The device could not pass through a previously implanted stent, despite numerous pre-dilations and the device was removed. The target lesion was treated using a 2.5 x 12 mm endeavor sprint rx stent. The patient was reported to be well post procedure and no clinical sequelae were reported. The device was returned to the manufacturing facility and stent struts were observed to be damaged. Evaluation summary: the device was returned to the manufacturing facility for evaluation. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The balloon folds on the proximal pillow were partially opened. A number of struts on the 6th and 7th proximal stent segment were raised and deformed.

Manufacturer narrative:
Results: stent damage, failure to deliver the stent, root cause of delivery difficulties cannot be determined. Conclusions: root cause of delivery difficulties cannot be determined. (B)(4).